Event description:
The customer contact reported the device powered off by itself with no device alarm. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of heparin and the deliver was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact went into the patient's room to check on the patient. At that time, it was noted the device had powered off with no device alarm. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was no change in the patient status and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).